Manufacturer narrative:
(B)(4).

Event description:
An endurant limb was implanted for the endovascular treatment of a 46mm in diameter aortic aneurysm. It was reported that the patient expired due to an unknown cause.

Event description:
Additional information was received. It was noted from the facility and death certificate list gastrointestinal bleeding as the cause of death. The investigator assessed the event as not device or procedure related.